Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that oxygen was leaking from a faulty gas supply indicator part. The gas supply indicator will be replaced to fix the issue.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the machine was making sounds like it had an air leak. The volume of the value was elevated. The event occurred during product testing at the hospital. There was no patient involvement, and no patient harm/adverse event reported.